Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient's activation went well. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery.